Event description:
It was reported that an angio-seal was deployed in the right common femoral artery (rcfa) post angioplasty of the left proximal and mid superficial femoral artery (sfa). A stent was placed in the left mid sfa and right external iliac artery. Four days later, the pt presented with right leg ischemia. Selective right lower extremity angiography revealed total occlusion of the focal section of the rcfa. The next day, the pt was taken to surgery for a cut down of the rcfa. An endarterectomy of the sfa profunda and thrombectomy of the clot were performed. Allegedly, the angio-seal was removed from the rcfa. The pt was reported to be recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.